Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient unsuccessfully tried to present remotely via radiofrequency - rf telemetry between their pacemaker and merlin at home transmitter on (B)(6) 2020. The patient was later able to interrogate their pacemaker with an inductive telemetry wand that was received on (B)(6) 2020. Patient was later able to connect to their transmitter through rf telemetry at an unspecified date. Patient will continue to be monitored via remote monitoring. Patient condition was stable throughout the event.